Event description:
It was reported the patient experienced pain at her ipg site. It was unclear if the pain was positional and the patient stated she may have laid on the side where her ipg was located. The patient later reported the condition has resolved on its on and she was to be monitored by her physician. Follow-up information indicated the patient's scs system was explanted due to discomfort at her ipg site and she had ceased using her scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.